Manufacturer narrative:
(B)(4). Eval: method - (other): lens work order search. Results - (other): visual inspection of the returned product found piece of haptic torn off and missing. Lens was returned dry in vial. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The rptr stated the surgeon attempted to use a micl 13.2mm implantable collamer lens. When the lens box was opened the lens was defective. Further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available.